Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image revealed that the anchor had been detached from the inserter. It could not be determined if the anchor was broken, as it was not shown in the image. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ a relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that during surgery, the harpoon of the twinfix broke. The procedure was completed changing the surgical technique. It is unknown if a delay occurred. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.